Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the suction tubing does not fit properly on the suction unit. The blue ends are not tight enough and it falls off during procedures causing loss of suction. This has happened with several techs. There was no harm to the patient.